Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Three days prior to the receipt of this report, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. On the same day as diagnosis, the patient began treatment for the peritonitis with vancomycin (dose unknown) ip-intraperitoneally. Treatment with vancomycin was ongoing at the time of this report. On the same date, the patient also received one dose of cefepime 2000 mg, ip. After that dose, the cefepime was discontinued due to the culture results. Two days after diagnosis, the patient received his last pd therapy treatment and the next day the patient was scheduled to have his pd catheter removed. On an unreported date after pd catheter removal, the patient would be switched to hemodialysis (hd) therapy. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).